Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic relaxation, cervical prolapse, cystocele, rectocele. It was reported that the patient had a concurrent procedure of a total laparoscopic hysterectomy performed during mesh implantation.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, and recurrence. It was reported that patient underwent mesh revision on (B)(6) 2012 due to urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.